Event description:
It was reported that this pacemaker patient has paroxysmal atrial fibrillation (af) causing multiple daily non-sustained episodes due to af with rapid ventricular response. There was also a valid radio frequency overuse issue due to the daily remote monitoring transmission, and the daily alert for the non-stained episodes was having a longevity impact on the pacemaker. Boston scientific technical services (ts) discussed options of turning off the non-sustained yellow alert or increase the ventricular tachycardia egm rate cut-off. They also discussed the potential use of rate control medication. The device remains in-service. No adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. There were no signs of premature battery depletion. The high-rate atrial sensing causes higher power due to constant calculations and daily alert latitude transmissions. This is normal operation. All telemetry operations were normal. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this pacemaker patient has paroxysmal atrial fibrillation (af) causing multiple daily non-sustained episodes due to af with rapid ventricular response. There was also a valid radio frequency overuse issue due to the daily remote monitoring transmission, and the daily alert for the non-stained episodes was having a longevity impact on the pacemaker. Boston scientific technical services (ts) discussed options of turning off the non-sustained yellow alert or increase the ventricular tachycardia egm rate cut-off. They also discussed the potential use of rate control medication. The device remains in-service. No adverse patient effects were reported. According to additional information, this pacemaker was electively explanted due to normal battery depletion (nbd) after being implanted for seven and a half years. Another pacemaker was successfully placed. No adverse patient effects were reported outside of the scheduled replacement procedure. This product has been received by boston scientific and a full investigation will be performed.